Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving fentanyl (10,000 mcg/ml at 1700 mcg/day) via an implanted pump. It was noted that the patient had a ptm (personal therapy manager) which allowed the patient to have 120 mcg boluses 5 times a day. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that a pocket fill occurred. Per the hcp, she put 5 ml in the reservoir and drew back to confirm placement and was able to pull out 3 ml. She then stopped and put the needle under the skin and was able to draw 1 ml more of fluid from around the pump. The patient was alert the entire time, but she was heavily sedated, lethargic, and taking a long time to answer questions. The patient was given narcan and was taken by ambulance. Per the hcp, this had happened once before with this patient and another nurse a couple of years ago.